Event description:
The customer had two incidents of corneal burns. More information has been requested regarding the event and the patient; however, the requested questionnaires have not been returned. This report is for one of two patients. For the additional patient, see mfg report # 2028159-2007-00447.

Manufacturer narrative:
The customer did not request a service call to check the machine. The customer stated, that they believed the event was related to technique. No samples have been returned for evaluation. A review of service and manufacturing history date for the infiniti system indicates that there have been no additional service requests similar to the reported event. One other similar complaint has been reported; the event occurred on the same day as this complaint. The root cause of the corneal burn could not be determined. The customer believed that the event was technique related and did not request a service call for the system. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to the FDA on: 10/24/2007.